Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2022-06992. It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. Post procedure, the patient was admitted to the hospital for further workup. The patient was treated with zosyn for suspected cholangitis. The patient had a CT-scan in the emergency department, and it showed that the stent migrated from the right portal biliary duct into the common bile duct. On (B)(6) 2021, an ercp procedure was performed for stent removal. During the procedure, it was noted that two stents migrated and were obstructed. Both stents were successfully removed in this procedure. It was reported that two stents, one of the same model and other of a different model were successfully placed and have completed the procedure. On the following day, post procedure, the patient had experienced a slight increased abdominal pain. The increased fatigue was suspected to be secondary to the procedure versus acute pancreatitis. The condition of the patient was reported to have improved and was discharged. Discharge medication of oral levofloxacin and flagyl antibiotics were prescribed to the patient for a total of ten-day course. It was reported that there was no connection of the stent and the cholangitis, however, the patient improved after stent removal and antibiotics. On (B)(6) 2021, the stents that were placed on (B)(6) 2021 were removed. It was noticed that the stents had partially migrated. There were no new stents replaced after stent removal.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient's year of birth was 1968. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).